Event description:
Patient was hospitalized at (B)(6) hospital in (B)(6) in (B)(6) 2004 and was diagnosed with massive pe. Ivc filter was placed. On (B)(6) 2004 patient reported to our ed with chest pain and syncope. Patient taken to operating room for removal of fractured wire from ivc filter and repair of right ventricle. The remainder of the device was retrieved in interventional radiology.